Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states that where he pivot link bolts through the crossbrace, broke in half.